Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator was not on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the refrigerator was blowing hot air. A field service engineer stated that hospital maintenance needed to replace the refrigerator. Three follow-up emails were sent regarding the issue. No additional information was provided for the incident. Further details were to be added to the record if and when received. The case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge was not on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.